Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. During preparation of the first ntw clip (cds0705ntw lot 41029r1090), a malfunction of the grippers was observed. One gripper would not lower. This clip was replaced with another of the same model (cds0705ntw lot 41029r1114), but implantation was unsuccessful due to difficulty capturing the leaflets in part by the patient¿s challenging anatomy, which included a short posterior leaflet (8¿9 mm), extremely thin leaflets, with small calcium spots at the base. This clip was replaced with model cds0705xtw (lot 50227r1034), which was successfully implanted in the a2/p2 position.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. During preparation of the first ntw clip (cds0705ntw lot 41029r1090), a malfunction of the grippers was observed. One gripper would not lower. This clip was replaced with another of the same model (cds0705ntw lot 41029r1114), but implantation was unsuccessful due to difficulty capturing the leaflets in part by the patient¿s challenging anatomy, which included a short posterior leaflet (8¿9 mm), extremely thin leaflets, with small calcium spots at the base. This clip was replaced with model cds0705xtw (lot 50227r1034), which was successfully implanted in the a2/p2 position.

Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue ¿ single was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported difficult to open or close associated with a single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available.